Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("I also have brain fog"), abdominal distension ("bloating"), abdominal pain lower ("severe cramping"), adenomyosis ("adenomyosis"), gastrointestinal disorder ("bowel issues"), bladder disorder ("bladder issues"), inflammation ("inflammation"), discomfort ("pressure / extreme discomfort"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2020. At the time of the report, the feeling abnormal, abdominal distension, abdominal pain lower, adenomyosis, gastrointestinal disorder, bladder disorder, inflammation, discomfort, back pain and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, back pain, bladder disorder, discomfort, fatigue, feeling abnormal, gastrointestinal disorder, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received : case became serious incident. Essure insertion and removal date added. New events added - pelvic pain, severe cramping, adenomyosis, bowel and bladder issues, inflammation, pressure, extreme discomfort, back pain and fatigue. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("I also have brain fog"), abdominal distension ("bloating"), abdominal pain lower ("severe cramping"), adenomyosis ("adenomyosis"), gastrointestinal disorder ("bowel issues"), bladder disorder ("bladder issues"), inflammation ("inflammation"), discomfort ("pressure / extreme discomfort"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2020. At the time of the report, the feeling abnormal, abdominal distension, abdominal pain lower, adenomyosis, gastrointestinal disorder, bladder disorder, inflammation, discomfort, back pain and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, back pain, bladder disorder, discomfort, fatigue, feeling abnormal, gastrointestinal disorder, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.